Event description:
It was reported that the pt expired after an implant duration of 2 months due to unk reasons. Pt also had a 4900, 34mm device implanted in the tricuspid position on the same day. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.